Manufacturer narrative:
Title: frequency, predictors, and effect of the slow-fow phenomenon after drug-coated balloon angioplasty for femoropopliteal lesions author: shigemitsu shirai, keisuke hirano, shinsuke mori journal: heart and vessels year: 2021 vol/issue: 36 ref: 10.1007/s00380-021-01871-6. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which aimed to investigate the frequency, predictors, and effect of the slow-fow phenomenon following dcb angioplasty for femoropopliteal (fp) lesions. 75 patients (88 lesions) underwent evt with dcb angioplasty. Among these 88 lesions, there were no cases requiring bail-out stent implantation. The frequency of the slow-flow phenomenon was examined according to the angiographic criteria, which are enumerated later. These 88 lesions were divided into two groups: the slow-flow group and the non-slow-flow group. During procedure an ipsilateral or crossover approach was employed. Medtronic¿s in.pact admiral was amongst devices used, and was sued in 53% of the population. Dual antiplatelet therapy with aspirin (100 mg/day) plus ticlopidine (200 mg/day), clopidogrel (75 mg/day), or cilostazol (200 mg/day) was prescribed at least 3 days before evt and was continued for at least 1 month afterward. The slow-flow phenomenon was detected in seven lesions (8.0%) after dcb angioplasty. The rates of freedom from restenosis, freedom from tlr, amputation free survival, and survival were 71%, 71%, 71%, and 71%, respectively, in the slow-flow group, and 91%, 97%, 95%, and 95%, respectively, in the non-slow-flow group.